Event description:
The customer reported via phone call that the insulin pump alarmed button error while the device was in his pocket. The customer did not know the blood glucose reading. He stated that he was unable to clear the alarm, as the insulin pump did not do anything when he pressed esc. He noted that it had been raining outside, but the insulin pump had not gotten wet. He also reported that the insulin pump alarmed battery out limit and weak battery as well. He was able to clear the alerts, but he was stuck in the time and date set-up. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The weak battery and battery out of limit alarm could not be verified due to the lack of button response. The insulin pump was received with a minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked display window at the lower right side corner.